Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing. During a follow up, the electrical parameters were stable and within range. Pocket manipulation, isometrics and valsalva maneuvers were performed but the noise was not reproduced. The patient was not pacemaker dependent. Additional information was received that xray was performed and no lead issue was found. Also, boston scientific technical services (ts) reviewed the memory download indicating that there were numerous episodes noticed on right atrial (ra) lead and right ventricular channels. Ts also discussed the potential causes for the observed noise. Additional information was later provided indicating that this patient received inappropriate anti-tachycardia pacing (atp) therapy due to noise being oversensed. Furthermore, the patient's right atrial (ra) lead, which is a competitor's product exhibited high out of range pace impedance measurements greater than 2,000 ohms. It was reported that this observation was known since implant and the patient's device had been programmed to pace/sense in the ventricle only. No adverse patient effects were reported. The patient is not dependent on pacing therapy. This product remains in-service.

Event description:
Additional information indicates that this patient underwent a revision procedure and this product was explanted and replaced. Additionally, the patient's competitor's lead was removed along with their right ventricular (rv) lead. No further complications were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.